Event description:
In 2001, pt had a pulmonary out flow tract replacement during open heart surgery. This replacement included a pulmonary valve. This valve is an allograft from cryo-life. Pt has not had the drastic problems associated with bacterial endocarditis but, they have had multiple problems since their surgery. These include a chronic cough, chest pain and a low grade fever. Now their doctor tells them that they need to have the pulmonary valve replaced again. This valve is stenotic and has a critically high pressure gradient. Pt was told that this valve would probably not have to be replaced again before they had surgery the first time. Doctors are totally baffled about why this valve has gone so bad so quickly.